Event description:
While reviewing products for evaluation, one prospective IV catheter was noted to have the capability to connect to enteral feeding tubes. Although (B) (6) medical center (B) (6) did not purchase said IV tubing, this report is sent to advise the FDA of possible misconnections which could result in patient injury or death.